Event description:
It was reported that the zimmer air dermatome allegedly had a split in the bar causing a slit down the center of the graft. Add'l clinical f/u indicated that the initial graft harvest was used, as the pt was a (B)(6) and the surgeon did not want to harvest add'l donor tissue. The rn stated an add'l dermatome was available if the surgeon had decided an add'l donor site harvest was necessary. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.